Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions, without original packaging and with its certificate of safe handling. During the functional testing the sample was inflated with air, the cuff only inflated one side. According to the instruction for use the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the time the cuff inflated completely and symmetrically, based on analysis the complaint was not confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.

Event description:
It was reported the device's cuff was not inflating during pre-test despite filling with water. No adverse effects reported as a result of delay.